Event description:
Pt noted deflation of right breast implant on 2/19/94. Implant removed on 2/20/94. During the operative procedure, the implant was noted to be ruptured with a small area of the wall disrupted.